Event description:
The account alleged they have a bed that the head will raise by itself. He has isolated the siderails and still has the same issue.

Manufacturer narrative:
The account's maintenance stated that he did not replace any parts on the bed; the bed just started working and has been placed back into service.